Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge decreased from 60 units to 34 units. The customer's blood glucose level ranged from 65-350 (mg/dl). Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.